Event description:
It was reported that the ventilator during use had an error code indicating machine pressure sensor auto zero failed. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.

Manufacturer narrative:
The solenoid valve was received and failure analysis. Visual inspection of the solenoid valve revealed no evidence of damage or contamination. The returned part was tested, and no reported issues were duplicated.

Manufacturer narrative:
The service engineer (se) inspected the device and replaced the data acquisition (da) board and solenoid valve to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Multiple attempts were made to obtain patient information that have been unsuccessful. The data acquisition (da) pcba was returned for investigation. Visual inspection of the data acquisition (da) pcba revealed no evidence of damage or contamination. The error code indicating machine pressure sensor auto zero failed could not be duplicated.